Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
An applier that was used on a mammary vessel during a coronary artery bypass graft cut the vessel, causing the patient to return for another procedure to seal the vessel that evening and the patient was moved to cv ICU. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. (B)(4) facility as part of a 49 pc. Lot in february of 2016. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly visually inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
An applier that was used on a mammary vessel during a coronary artery bypass graft cut the vessel, causing the patient to return for another procedure to seal the vessel that evening and the patient was moved to cv ICU. The patient's condition was reported as fine.